Manufacturer narrative:
A review of the manufacturing records is being conducted, conclusion not yet available. According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis; adverse events that may occur include, but are not limited to: endoleak.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2020, review of follow-up imaging determined what appears to be a component separation between the distal aortic extender component and the main body of the trunk ipsilateral leg component. The overlap zone of the devices appeared to be appropriate. Additional treatment is required on a date not yet specified.

Manufacturer narrative:
Code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.